Event description:
On 27-jul-2025, the user reported that on (B)(6) 2025, while performing a supply change, they received an alert 38 (motor stall) on the ilet and were unable to complete a dry run. The ilet displayed a blood glucose (bg) of 300 mg/dl. The user corrected bg using insulin injections with the assistance of their father. The bg was not out of range for more than 90 minutes. The ilet issued a bg alert, and no medical intervention was required. The user reported no symptoms. The user was provided a replacement ilet.